Manufacturer narrative:
As the device remains implanted, no further investigation of the device can be conducted. Product history review: a review of the manufacturing records for the device could not be conducted because the serial/lot number is unknown yet. Further details were requested from the physician, but not provided yet. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024 this patient underwent an endovascular procedure to treat an infrarenal abdominal aortic aneurysm measuring 54 mm in diameter. Preoperatively, computed tomography (CT) angiography imaging revealed significant calcification at the aortic bifurcation (approximately 15 mm in diameter) and calcified common iliac arteries with a minimum diameter of 7 mm at their narrowest passageways. The following devices were used: gore® excluder® conformable aaa endoprosthesis cxt261412, two gore® excluder® contralateral leg components plc161000 and plc141000, and a gore® excluder® conformable aaa aortic extender endoprosthesis cxa26005 as a proximal extension. Also, two gore® viabahn® vbx balloon expandable endoprosthesis devices 8 × 59 mm were implanted employing the kissing stent technique. The main stent graft gore® excluder® conformable aaa endoprosthesis cxt261412 was introduced via the right groin after a 16 fr gore® dryseal flex introducer sheath had been placed without difficulty. Deployment of the trunk's proximal portion, cannulation of the contralateral gate, as well as advancing the gore® excluder® contralateral leg component plc 161000 on the left towards the iliac bifurcation was performed without issues. However, the ipsilateral limb of the main body failed to fully expand during deployment. Due to the incomplete expansion, the delivery system could initially not be removed ((B)(4)). In an attempt to remedy the situation, the left brachial artery was then punctured and the right limb was cannulated from above, followed by repeat dilatations with a low-profile balloon, allowing for the delivery system to be removed eventually. A guidewire was then introduced through the right groin, and an 8fr sheath was advanced through the indwelling 16fr sheath into the main graft. However, despite high-pressure balloon dilatation, the stenotic segment could not be resolved, necessitating relining of both graft limbs using gore® viabahn® vbx balloon expandable endoprosthesis 8 × 59 mm devices. The right-sided vbx endoprosthesis expanded well proximally and distally, but a persistent high-grade stenosis remained in the mid-section. Consequently, the ipsilateral limb was further extended to the iliac bifurcation with a gore® excluder® contralateral leg component plc 141000. Additional dilatation using a compliant balloon was also unsuccessful, and it was therefore decided to conclude the procedure at that point. Postoperatively, the ankle-brachial index (abi) on the right side decreased to 0.5, accompanied by claudication symptoms. The patient was therefore scheduled for a second intervention on (B)(6) 2024. During this procedure, the right common femoral artery was re-accessed, and several additional attempts were made to dilate the stenosis using various balloon catheters, all of which were unsuccessful. Ultimately, a crossover bypass from the left to the right common femoral artery was required. In the physcian's assessment, the inadequate expansion of the ipsilateral limb was not due to local vascular anatomy or calcification, as initial insertion of the 16fr sheath was performed without issue, and deployment of the contralateral limb proceeded normally. The persistent stenosis in the right limb was highly localized (approximately 1¿1.5 cm) and remained resistant to all dilatation efforts. According to the physician, this would suggest a likely technical failure of the prosthetic material. At present, the patient is asymptomatic. Apart from the necessity of the bypass graft, no lasting complications have been observed.

Manufacturer narrative:
Imaging evaluation: the reported primary failure mode, related to persistent high-grade stenosis in the midsection of a deployed vbx device endoprosthesis, is consistent with provided imaging demonstrating a narrowing near the proximal right common iliac (rci). The vbx device endoprosthesis could not be visually confirmed with the provided clinical imaging; however, ballooning in both the right and left common iliac artery limbs into the abdominal aorta is consistent with the reported kissing stent technique where two 8 mm diameter vbx devices were used. As reported, the endovascular procedure was initially performed with deployment of a gore® excluder® conformable aaa endoprosthesis where the ipsilateral limb of the main body failed to fully expand during deployment. The vbx devices were introduced bilaterally in the common iliac arteries to resolve a stenotic segment at the rci following failed expansion of the ipsilateral limb and high-pressure balloon dilatation. As indicated in the imaging evaluation of intra-operative angiogram imaging dated on the index procedure, a portion of the ipsilateral leg, contralateral leg, and possible vbx, on the patient's right side, is still narrowed near the proximal rci and flow appears to be partly restricted at the proximal rci. Additionally, per imaging findings, wire patterns show there may be more than one stent in each common iliac artery. Imaging evaluation further indicated heavy calcification in the proximal rci pre and post implant. Consequently, the cause of the reported stenosis or narrowing in the midsection of a deployed vbx device endoprosthesis is attributed to patient related circumstances (i.e., heavy calcification) and events related to the procedure (i.e., failure to resolve a stenotic segment following partial expansion of the ipsilateral limb and high-pressure balloon dilatation prior to introduction of the vbx device).

Manufacturer narrative:
C. Suspect products was updated. As lot-/serial number was received d4 was updated accordingly. H6 investigation findings code c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. An imaging investigation is still ongoing. Further investigation is being conducted and will be included in the final report.